Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a successful gastro-jejunal side to side anastomosis, gastrocamera examination was performed due to a food passage obstruction that occurred a week after a the procedure. The anastomosed site of the gastrojejunal bypass was enough for the gastrocamera to pass through; there were the staples on the reinforced sheet that remained completely near the anastomosed site under fired status, but regarding the tissue, they were only partially stapled. The staples formed but pulled out of the tissue. It was noted that the patient is in the hospital and was under follow up.